Event description:
The 4 french bard groshong PICC stylet and hub design was changed by the MFR. The new design's hub-to-stylet connection is not airtight. After placing the preflushed PICC in the pt, it was flushed with sodium chloride and blood was aspirated before removing the stylet. This is the customary step at this facility. A small amount of air was injected into the pt's PICC and air bubbles were present in the aspirate. After securing the connector assembly and aspirating 9cc of blood there were no more air bubbles.